Event description:
This lead was explanted on (B)(6) 2012, due to an advisory/recall. The us procedure took place at (B)(6) hospital and health with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).